Event description:
It was reported that the user announced a larger-than-usual meal size, after which they experienced hypoglycemia with a lowest reported blood glucose of 39 mg/dl and approximately two hours below range. Symptoms included low blood glucose without loss of consciousness or other acute complications. Outcomes included self-management using back-up carbohydrate intake and temporary disconnection from the device, without professional medical intervention. Troubleshooting and education were completed regarding meal announcements and appropriate meal size entry. Investigation included a review of use history and user-reported actions. Investigation of this case revealed user-related contribution due to incorrect meal size announcement. It was concluded that the device functioned as designed and that the event was attributable to incorrect use. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.